Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the lead revision had resolved the issues the patient was having with not getting relief of pain on left side. No symptoms, and no additional complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 39286-65 lot# serial# (B)(4) implanted: (B)(6) 2014. Explanted: 2017. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for chronic low back pain and spinal pain. The patient stated that they did not get adequate pain relief on their left side. A lead revision was performed on 2016-11-18, but did not help. The patient couldn¿t recall exactly when their inadequate pain relief began. It was mentioned that the patient had been reprogrammed numerous times without success. On (B)(6) 2017, the patient had their old surgical lead replaced with a new 2x8 surgical MRI safe lead. The rep stated that the new lead was placed at midline; they noted the old lead had not been midline. The issue was resolved. No further complications were reported.